Event description:
It was reported that during a percutaneous coronary treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The 15mm x 3.25mm nc quantum apex monorail balloon catheter was selected for plain old balloon angioplasty and ruptured at 18atms upon the 2nd inflation (1st inflation was at nominal pressure). The device was removed intact. The procedure was completed with this nc quantum apex balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous coronary treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The 15mm x 3.25mm nc quantum apex monorail balloon catheter was selected for plain old balloon angioplasty and ruptured at 18atms upon the 2nd inflation (1st inflation was at nominal pressure). The device was removed intact. The procedure was completed with this nc quantum apex balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).